Manufacturer narrative:
The customer's weight was corrected in the MDR form. Unit received with duracell alkaline battery installed. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and error test. Unit had minor scratched display window, cracked case at display window corner, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: on (B)(6) 2018 to 03/26/18 daily insulin total = 0.000u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was hypoglycemia. The caller stated that the customer had kidney disease requiring a transplant that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller agreed to return the insulin pump for analysis but declined pump upload.